Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. No excessive no delivery or compromised fore sensor system alarms were noted. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, and minor scratches on the display window. Unable to confirm the broken belt clip due to the pump received without a belt clip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she has been off the insulin pump for a week. Customer stated that she broke her clip that day and got a compromised force sensor system alarm on the pump. Customer was sent a replacement. Customer has been trying to fix her pump and she got a no delivery alarm while filling the tubing. Customer doesn't know her blood glucose but stated that she was high at the time of the incident. Customer stated that she did have lunch. Customer verified that the insulin did exit the tubing. Customer's blood glucose was now 365 mg/dl. Customer stated that the pump alarmed no delivery. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.